Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, though the issue persisted, leading to the decision to replace the pump, ensuring to send a new one with updated software. The customer was instructed to return the malfunctioning pump and acknowledged the steps to use the replacement pump, including using manual insulin delivery in the meantime and guidelines for sensor use.